Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported receiving frequent e4 (occlusion) errors for the past 14 days. He stated that the cartridge compartment of the infusion device was sometimes wet and he experienced elevated blood glucose of up to 315 mg/dl. He switched to his backup infusion device using new accessories and had no further issues. His normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.